Manufacturer narrative:
At the date of the investigation, the product was not returned to the manufacturer, the investigation is then not completed. A medwatch follow up will be submitted when the investigation is completed.

Event description:
It was reported that, during kit inspection, the handpiece was running without action on the triggers. No patient harm was reported. No surgery delay was reported.